Event description:
In december 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter code button did not operate. The pt reported that on an unspecified date, the code button on the reported meter did not operate. At the time of the incident the pt reported symptoms of being sweaty and stated her blood sugar level 'went high.' No blood glucose results were reported. The pt was taken to the hosp and was given intravenous treatment. It would have been helpful to determine what the pt's meter readings were, when the problem with the code button started, the last time she was able to successfully use the meter, her normal expected blood glucose levels, her medication regimen, who took the pt to the hosp, what her blood glucose levels were in the hosp, her specific treatment, and if she had a backup meter. The customer care advocate replaced the meter, test strips and control solution. This incident is being reported due to the pt was unable to test her blood glucose level, she experienced symptoms of high blood glucose, had to be hospitalized and treated with intravenous fluids.